Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the operator was not able to release the rubber bands onto the varicose veins. Reportedly, the device was withdrawn from the endoscope, and the procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.